Event description:
It has been reported that the tibia insert would not fit into the baseplate so they had take another insert to match. There was no adverse consequence for the pt or delay in surgery or anesthesia time.